Event description:
It was reported during surgery that the screw broke during insertion. The surgeon attempted to remove the screw when it broke again at another point. This break only allowed the surgeon to remove part of the broken screw, resulting in the other broken piece being left in the patient. The plate was removed, and the surgeon implanted a unknown non-acumed plate. The surgery was completed after a 30-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00699 for the screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
The reported 6 hole scapula acromion plate, right (part number pl-sa06r, batch 609681) was not returned for evaluation. Additionally, manufacturing and inspection records were reviewed, and no anomalies were found. However, the reported 2.7mm x 34.0mm cortical screw was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.7mm x 34.0mm cortical screw (part number co-2734, batch number 519334) was examined visually under magnification. The returned screw was fractured, approximately two threads below the head. Only the portion of the screw containing the head was returned. The overall length of the screw was measured to confirm fracture point. The screw measured .2365 inches, indicating that approximately 1.199 inches had broken off from the screw. The fracture surface was at a slight angle across the threaded shaft of the screw and the fracture surface appeared gritty and dull. This was indicative of a shear fracture from a single overloading event and was consistent with a torsional force on the screw applied to excess. It is possible due to increased resistance, additional torque was applied to the screw such as in instances of dense bone, inadequate pilot hole depth or improper following of the surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.